Event description:
The reservoir was refilled and a new connector implanted. "The pt complained of having to increase the number of pumps over the last 2 yrs, thought he had a cylinder leak." The reservoir was checked-volume was fine and pump was ok.